Manufacturer narrative:
The device was not returned to the MFR for physical eval and the failure mode cannot be confirmed. However, an investigation of the device mfg records was conducted by the MFR. There were no deviations or nonconformances during the mfg process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A pd rn at a user facility has reported that a peritoneal dialysis pt presented to the outpatient clinic with a pd catheter extension set which has what appears to be big hole in it. Covered over with tape. Pt told the pd rn that she used the extension set taped. Pd rn told her that she shouldn't do this, "they are taught to clamp off and call us". Pd rn reports pt administered one dose of prophylactic antibiotics as a precaution. Effluent has remained clear. Medical records show white blood count within normal limits at 6.6. There is no sample available for eval.